Manufacturer narrative:
The account found a missing screw on the hex rod. The account replaced the screw for the brake hex rod to resolve the issue.

Event description:
The account alleged the head end brake casters do not hold. No pt impact.